Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to the distal tip completely detached from the main tube. Small fragments were found missing. Additional observations related to customer reported complaint: the instrument was found to have a broken conductor wire at the distal end. The instrument could not be tested for electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. The conductor wire was broken as a result of the broken main tube on the distal end. The instrument was found to have a broken grip cable at the distal end. The cables were fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The grip cables were broken on the distal end and the cables inside the housing were dislodged as a result of the broken main tube on the distal end. The instrument was found to have a broken distal pitch cable on the distal end. The broken cable segment that contains the crimp was still installed the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The pitch cables were broken on the distal end and the cables inside the housing were dislodged as a result of the broken main tube on the distal end. The instrument was analyzed and found to have a broken main tube. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument had an issue when dissecting tissue. The instrument locked down and the site was unable to release the tissue as the hinge was broken. The customer was unable to remove from the trocar. The hinge was twisted at 45-degrees and could not be straightened. The customer had to break the universal surgical manipulator (usm) to remove trocar. The procedure was completed with no reported injury.